Event description:
Pt's wife, (B)(6) reports that pt has been in hospital for 2 weeks after collapsing in home and surgery was performed to remove the blockage in his carotid artery. Dose or amount: 48mg; frequency: q 6 months; route: intra-articularly. Dates of use: (B)(6) 2015 to current.